Manufacturer narrative:
The insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board. Analysis was unable to confirm difficulty uploading to carelink and unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4).

Event description:
It was reported via phone call that they had difficulty in uploading carelink to insulin pump. The customer's blood glucose level was unknown at the time of the incident. The device was returned for analysis.